Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The reported device was received for evaluation; event was confirmed during testing. Evaluation found the e-box was worn. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device ran without user activation and remained activated after the trigger was released. There was patient involvement; no patient impact.